Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a power issue. A field service engineer found that the system had no power due to a facility issue with a non-functional red power outlet. The fse referred the issue to the facility services team. All components were tested in the hardware testing application and were functioning properly. The system functioned as intended after the field service engineer had investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station os--gipasc failed to power on. Customer stated that the device was plugged in but did not power on, which may have been due to a drawer failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.